Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6 corrected fields: d4, d10, e1 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was interrupted and weakened, and this event was caused by a component failure of the lg bundle, a component failure of the universal cord. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the optical fiber of the subject device was dark. The issue occurred during reprocessing and there were no reports of involvement.

Manufacturer narrative:
E1: full facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.